Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, e1(site country), h2, h3, h4, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp and found the doppler was not working, to fix the issue fse replaced the damaged doppler probe. Fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had the doppler probe that was not working. There was no patient involvement, and no adverse event reported.